Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was 600 mg/dl. At the time of incidence. Customer reported that insulin pump died when they were sleeping. Customer did not wish to troubleshoot for high blood glucose level. The insulin pump will not be returned for analysis.